Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection observed corrosion in the flow 50 port. A functional evaluation revealed the flow 50 wand port works intermittently, if you move the connector it disconnects. The unit was opened and found no issues. The complaint was confirmed. Factors that could have contributed to the corrosion, include improper cleaning and sterilization methods. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that there were multiple issues with the werewolf, the console is not responding when the wands are connected. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.